Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced anxiety, stress, rash, mild itchiness. It was reported that patient underwent reconstructive surgery. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent exploratory laparotomy, lysis of adhesions, and resection of parasitic myoma adherent to the sigmoid wall, repair of sigmoid serosa, diagnostic laparoscopy, cystoscopy and sigmoidoscopy on (B)(6) 2012, due to pelvic mass. No additional information was provided.